Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, imaging evaluation did not reveal any device related issues or malfunctions. However, a definite root cause is unable to be determined. The complaint for thrombus formation (device) post procedure was confirmed with objective evidence via imaging evaluation by the edwards clinical review team. DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Available information suggests that patient factor (heparin induced thrombocytopenia (hit)) may have contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. Additional investigation conclusion code unable to be added in h6: adverse event related to patient anatomy and/or condition additional information provided after evaluation of the device: the complaint for thrombus formation device post procedure was confirmed with objective evidence via product return and imaging evaluation. DHR review was performed and there was no indication that a manufacturing non-conformance would have contributed to the complaint. Available information suggests that patient factor (heparin induced thrombocytopenia (hit) may have contributed to the reported event.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where on post-operative day (pod) 1, patient developed atrioventricular (av) block grade ii that was controlled with drugs. Additionally on pod 6, valve thrombosis was identified and the valve was explanted. Patient had a rheumatoid disease and immunosuppressants were discontinued 5 weeks prior to the procedure. There was also no anticoagulation treatment prior to the procedure. As per the physician, it was very difficult to hit therapeutic partial thromboplastin time (ptt) post procedure. A rapid test was performed and was positive for heparin-induced thrombocytopenia (hit), and as a result heparin was stopped exchanged for argatroban. On pod 1, patient developed av block grade ii that was controlled with drugs (no temporary pacing or permanent pacemaker (ppm) was required). Additionally the follow-up tte, on pod 1, showed a well seated valve and bulging of intraventricular septum towards left was noticed, but thrombosis was not observed. On pod 6, the patient's condition continued to deteriorate and catecholamines support was necessary. Tee showed severe post-procedural leaflet thrombosis of the valve. Physician discussed treatment options of lysis vs. Surgery, and decided to proceed with surgery to explant the evoque valve and replace with a competitor's surgical valve. Post-reintervention, the patient was noted to be doing well.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.